Event description:
A patient reported tooth chipping and bone resorption and had to have an emergency root canal and will require a crown on the affected tooth in the near future. Their dds recommended they cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.